Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced blockage. Verbatim: while pharmacy technician was using tubing 10015862, along with bd phaseal optima products, to circle prime the line. The drip chamber filled with drug, but line would not circle prime. Technician used a syringe to syringe adapter to successfully prime the line with a syringe, but was unable to inject the drug into the smartsite by the drip chamber. The smartsite was blocking all flow.

Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated but not yet began. Upon completion of the investigation a supplemental report will be filled.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported by the customer that the smartsite is blocked. The reported part number does not include a smartsite in its configuration. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015862 lot number 22026164 was performed. The search showed that a total of 19,203 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced blockage. Verbatim: while pharmacy technician was using tubing 10015862, along with bd phaseal optima products, to circle prime the line. The drip chamber filled with drug, but line would not circle prime. Technician used a syringe to syringe adapter to successfully prime the line with a syringe, but was unable to inject the drug into the smartsite by the drip chamber. The smartsite was blocking all flow.